Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please, see medwatch report 2032227-2014-33894 and 2032227-2014-35278.

Event description:
It was reported that the customer had been hospitalized, twice, due to high blood glucose levels of 725 mg/dl and 850 mg/dl. The customer stated that the insulin pump did not deliver insulin when they attempted delivering a bolus. The customer was wearing the insulin pump at the time of both hospitalizations. The customer's most recent blood glucose level was 144 mg/dl. The customer had been admitted to the hospital with diabetic ketoacidosis. The customer also mentioned the there were discrepancies between the sensor glucose values and the blood glucose values; sometimes up to 150 points. The customer declined troubleshooting. Nothing further was reported.